Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. It was reported the shock impedance measurements trend between 100 and 110 ohms. The patient was not seen in clinic and will continue to be monitored through routine follow-ups. No adverse patient effects were reported.